Event description:
While providing therapy assistance to a home patient (hp) during use, patient not connected, on a homechoice (hc) machine, air bubbles were found in the tubing. The technical service representative (tsr) was assisting the hp in setting up the machine when bubbles were found in the tubing at prime and a kink was found at the tip of the tubing. The tsr had the hp start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available and the lot number is unknown, therefore a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.